Event description:
Device evaluation completed and summary in h 10.

Manufacturer narrative:
Other, other text: investigation completed on a smiths medical intubation/portex endotracheal tubes polar complaint of cuff not inflating was confirmed. Four photos received, in photo two observed the cuff is not inflating. Sample was returned for evaluation p/n 100/133/065 and tested. Pilot balloon could be inflated however the cuff won't inflate; therefore, an occlusion was detected at joint between the inflation line and tube; the complaint was confirmed. Device passed all functional testing prior to release. The cause was isolated to excess solvent thf at joint. Action taken to monitor for future complaints with similar outcomes.

Manufacturer narrative:
Only the month ((B)(6)) and year (2021) of the event date are known. (B)(6). Device evaluation in progress.

Event description:
It was reported that the cuff component of the portex endotracheal tube failed to inflate. No patient injury or complications were reported in relation to this event. Additional information was requested but has not yet been received. Should additional relevant details become available, a supplemental report will be submitted.